Manufacturer narrative:
Other contact person and email: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump (iabp) had over temperature. There was no patient involved.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had overheating issue. There was no patient involvement and no adverse event reported

Manufacturer narrative:
Updated fields: b5, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions), h11, e3, e4. A getinge field service engineer (fse) stated that no issues found, unit tested for multiple hours without issue. Completed inspection with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer.